Event description:
The pt was implanted with two implantable ventricular assist devices (ivad) as a bivad pt. It was reported by the vad nurse that beginning approximately one week prior to the event, the pt required increased levels of accumulator pressure in order to obtain an eject signal due to the signal becoming more and more infrequent. The pt received a occlusion alarm on the rvad tlc ii while at home and she went to the ER where a chest x-ray, tte, and kub were performed and appeared normal and the pt was asymptomatic. The center increased the eject delay to 340 msec and the eject signal returned and the rvad occlusion alarm disappeared temporarily and returned the next morning. A CT scan was then performed which revealed right arterial and pulmonary thrombus as well as thrombus on the rvad outflow graft. The pt was taken to the or and the rvad was removed. Multiple organized thrombi was found on the ra inflow cannula, inlet/outlet and throughout the rvad outflow graft. The pt was observed in the or over a few hours and right ventricular function remained intact. The center reports that the pt has severe coagulopathies, including hit and severe bleeding when inr nears 2.0. The center believes that the pt has many complicated medical reasons to form excessive clot, but would like the explanted rvad ivad evaluated.

Manufacturer narrative:
The pt remains on lvad ivad support only. No further info is available at this time.